Event description:
Esophageal diverticulum was stapled and excised using device. The procedure was uneventful. Twenty-four hrs post operatively, pt has edema of neck and face but no signs and symptoms of infection. At 48 hrs, the edema is still present with crepitus. Barium swallow showed an esophageal leak. Pt was returned to or where almost entire staple line was found to be open. Some staples were still in open position, others were partially closed and still present at top of staple line. Tissue around the esophageal opening was in good condition. Due to pt's age and second surgical procedure in 48 degrees, pt was placed in intensive care. Also necessitated having a feeding tube and 02, due to decreased sao2 from edema of trachea.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem, telemetry failure, known long term complication of procedure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.